Manufacturer narrative:
Additional information was received indicating the lead was not able to be moved due to fibrosis; and therefore, the patient was still not receiving adequate pain coverage. A review of the manufacturing documentation revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following a previously reported revision procedure the patients pain areas were not covered by stimulation. Reprogramming was attempted, but the patient still had pain on her left side trunk. It was decided that the patient would undergo another revision procedure, but the physician was unable to move the lead. No further information has been received.

Event description:
A report was received that following a previously reported revision procedure the patients pain areas were not covered by stimulation. Reprogramming was attempted, but the patient still had pain on her left side trunk. It was decided that the patient would undergo another revision procedure, but the physician was unable to move the lead. No further information has been received.